Manufacturer narrative:
All of the buttons are functioning properly; no damage was found in the keypad assembly noted and the connector on the printed circuit board was inspected and properly connected. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was stuck in a button error alarm. The pump first alarmed during normal use. The patient's blood glucose at the time of incident was 145 mg/dl. The customer did not press a button for more than three minutes. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.